Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the control solution test failed specifications on the one touch ultra2 meter. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient also said that the meter was reading consistently 50 mg/dl lower than it should have been. He compares these readings to his symptoms. The patient takes 10 units of novolog insulin at breakfast, 9 units at lunchtime, and 10 units at dinner. He adjusts the doses based on meter readings and says if the reading is over 150 mg/dl, he increases his doses. When the mss spoke to the patient, he said he obtained a reading of 62 mg/dl in the morning and does not feel that the reading should be that low. He mentioned going to the doctor's office on (B) (6) around 4 pm. He said that he had blurry vision at that time and that the doctor gave him 10 units of novolog insulin to treat the symptom. The patient said the symptom was resolved after 30 or 40 minutes. The doctor also wrote the patient a prescription for another meter. According to the troubleshooting performed with customer service, the patient's testing steps were correct. This complaint is being reported because the patient stated the meter read inaccurately, adjusts his medications based on the readings, and suffered a symptom indicative of hyperglycemia requiring treatment from a doctor.